Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor recommended that the ventilator trolley cart be replaced. A quote for the defective part was provided to the customer and not accepted at this time.

Event description:
The hospital reported that, trolley wheels are not working. During ge healthcare technician checkout, it was noted that wheels of the ventilator trolley were dislodged from the base and threads have been worn out completely. There was no reported patient involvement,